Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that two failing lupine loop rapide anchor where the suture retaining nose broke off on 2 anchors. One completely unloaded after insertion. Surgeon refused to use the two additional from the same lot and those can be returned for investigation. However, one lupine br was returned for investigation from the same lot number and a damage was discovered with no previous defect reported. One device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The visual inspection revealed that the anchor was bent mid-body. The anchor remained intact on the distal end of the inserter and the suture was intact within the handle at the proximal end of the inserter as intended. A manufacturing record evaluation was performed for the finished device lot number: 7l47727, and no nonconformances were identified. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 298 devices that were released to distribution. The storage conditions of these devices are unknown, and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per IFU-109002. There was no information provided regarding this condition. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the lupine br ds w/orthcrd anchor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was bent mid-body. There was no procedure nor patient involvement reported. No additional information was provided.